Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 26mm amplatzer septal occluder(aso, lot#: 6318772) and a 12f amplatzer torque 45° delivery system were selected for use. However, the aso was too large for the patient's defect; the aso deformed into a cobra-head shape when it was attempted to be deployed in the defect. The aso was removed from the patient and a new 24mm aso (lot#: 6491810) was used instead, but when deployed, the 24mm aso deformed into a cobra-head shape, also. The third 24mm aso was attempted to be used, but then the aso was found to be small to implant in the patient's defect. Consequently, a 24mm figulla flex ii (manufacturer: japan lifeline) was implanted, and the procedure was completed with no adverse consequence to the patient. Just the 24mm aso(lot#: 6491810) and the delivery system will be returned.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.

Event description:
On (B)(4) 2019, a 26mm amplatzer septal occluder(aso, lot#: 6318772) and a 12f amplatzer torqvue 45° delivery system were selected for use. However, the aso was too large for the patient's defect; the aso deformed into a cobra-head shape when it was attempted to be deployed in the defect. The aso was removed from the patient and a new 24mm aso (lot#: 6491810) was used instead, but when deployed, the 24mm aso deformed into a cobra-head shape, also. The third 24mm aso was attempted to be used, but then the aso was found to be small to implant in the patient's defect. Consequently, a 24mm figulla flex ii (manufacturer: japan lifeline) was implanted, and the procedure was completed with no adverse consequence to the patient. Just the 24mm aso(lot#: 6491810) and the delivery system will be returned.